Event description:
Procedure type: colectomy. According to the reporter: used for laparoscopic colectomy. During use, balloon ruptured with explosion sound, and trocar could not be secured. New one was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).